Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative discovered that the reported event was caused by misaligned dingus pins, it was a one-tooth misalignment across all of the pins. Seating the pins into the correct teeth resolved the issue. No further issues were reported. No parts needed to be replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's gantry would not fully close. Procedure continued without the use of the imaging system. There was a reported delay to the procedure of 15 minutes due to this issue. There was no impact on patient outcome.